Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: while trying to pull out the vesicle, the buckle from the device broke inside the patient's cavity. While trying to retrieve the broken piece, the wall of the abdomen was a little bit damaged (small erosion). The broken pieces were all retrieved. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.